Event description:
It was reported that the pump was programmed a secondary infusion to run over two (2) hours. However, 75ml was infused in seven (7) minutes instead. There was patient involvement but no harm. Per report, the facility's biomed conducted "testing" and found that the "secondary infusion to run properly." The customer stated that the issue was "only replicated when the clamp on the primary infusion was not clamped fully or partially causing secondary fluid to drain quickly into the primary bag." It was reported that the nurse stated the patient "was visibly showing symptoms and believes too much secondary fluid may have gone to the patient and not just back into the primary bag. Nurse also unsure how the bags were clamped." Bd received additional information. The medication that was infusing via secondary line was magnesium sulphate 20mmol in 100ml normal saline at a rate of 50ml/hr. The primary infusion was normal saline running at 166ml/hr. The tubing used were as follows: primary line ¿ bd alaris pump infusion set, back check valve, ref: (B)(4); secondary line ¿ bd secondary set, ref: (B)(4). It was reported that due to the event, the patient developed "pain to chest, sweaty, nausea, pain to IV site radiating up to arm." Per report, there were "no symptoms present in the previous 5 hours under care prior to infusion, symptoms completely resolved approximately 10 minutes stopping infusion." The customer stated that there were no further symptoms for following 5 hours post event. There were no additional medical interventions. The clinician increased the frequency of blood pressure monitoring; blood tests were repeated including venous blood gas. When ask for the patient's outcome, the customer stated that there were no further incident or harm. It was reported that the tubing sets were discarded by the user after the event and not available to be returned to the manufacturer for further investigation.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of a secondary infusion not running properly was not replicated during laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be operating withing specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. Internal inspection of the suspect device did not identify any irregularities. A review of the pump module and pcu error log showed no records on the reported event date. Review of the pcu event log, on july 27, 2025, at 1:55 am, the pcu was powered on, the profile in use as identified as critical care. A guardrails IV fluids of sodium chloride 0.9% was programmed for six (6) hours with the following parameters: volume to be infused (vtbi) of 1000ml and rate of 166.667 ml/h. At 1:57 am, a secondary infusion of ceftriaxone was programmed with the following parameters: drug amount of 2000mg, diluent volume of 100ml, concentration of 20mg/ml, rate of 200ml/h, vtbi of 100ml and dose of 2000mg. At 2:44 am, a magnesium sulfate infusion was programmed with the following parameters: drug amount of 20mmol, diluent volume of 100ml, concentration of 0.2mmol/ml, rate of 50ml/h, vtbi of 100ml. The infusion started with secondary volume infused (svi) of 100.021ml. At 2:51 am, the user paused the infusion with an svi of 105.528ml, and a primary volume infused (pvi) of 51.868ml. At 3:14 am, the user pressed channel off. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The alaris system user manual (v12.3.2), states that secondary applications require the use of a check valve or clamp on the primary IV line to prevent backflow of secondary medication into the primary line and the secondary infusion set must be primed prior to beginning the secondary infusion. The secondary infusion set must be higher than the primary solution container: - open secondary infusion set package, remove set and close clamp. - insert infusion set spike into prepared fluid container and hang secondary container, following accepted hospital/facility procedure. - fill drip chamber to 2/3 full. - open secondary infusion set clamp and prime set. Close clamp. - attach secondary infusion set to upper injection site on primary set. - using the hanger provided with secondary infusion set, lower the primary fluid container to height indicated. - the top of the fluid container should never be lower than the y-site port to reduce the risk of air entering the primary set. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the suspect pump module was disassembled, please replace the door latch assembly and door assembly. Please re-torque all screws. Repair center should follow their normal processing for the device, checking for any incidental issue prior to returning it to customer. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Root cause: the root cause of the reported of a secondary infusion not running properly, was not replicated. Laboratory testing showed the suspected pump module was delivering fluid within specification. Note that this report lists imdrf annex a230502, a1801, a040502, c0503, c0601, d08, d0302, d15, g02017, g04037, g0405206 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump was programmed a secondary infusion to run over two (2) hours. However, 75ml was infused in seven (7) minutes instead. There was patient involvement but no harm. Per report, the facility's biomed conducted "testing" and found that the "secondary infusion to run properly." The customer stated that the issue was "only replicated when the clamp on the primary infusion was not clamped fully or partially causing secondary fluid to drain quickly into the primary bag." It was reported that the nurse stated the patient "was visibly showing symptoms and believes too much secondary fluid may have gone to the patient and not just back into the primary bag. Nurse also unsure how the bags were clamped." Bd received additional information. The medication that was infusing via secondary line was magnesium sulphate 20mmol in 100ml normal saline at a rate of 50ml/hr. The primary infusion was normal saline running at 166ml/hr. The tubing used were as follows: primary line ¿ bd alaris pump infusion set, back check valve, ref: (B)(4); secondary line ¿ bd secondary set, ref: (B)(4). It was reported that due to the event, the patient developed "pain to chest, sweaty, nausea, pain to IV site radiating up to arm." Per report, there were "no symptoms present in the previous 5 hours under care prior to infusion, symptoms completely resolved approximately 10 minutes stopping infusion." The customer stated that there were no further symptoms for following 5 hours post event. There were no additional medical interventions. The clinician increased the frequency of blood pressure monitoring; blood tests were repeated including venous blood gas. When ask for the patient's outcome, the customer stated that there were no further incident or harm. It was reported that the tubing sets were discarded by the user after the event and not available to be returned to the manufacturer for further investigation.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.